Manufacturer narrative:
H1: "serious injury" should be "malfunction" in initial MDR. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Received comment from instagram from patient who reported left eye (os) was dry. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.